Event description:
The user facility reported the tip of the instrument broke in the sterile field. The tip had been in contact with the patient but only broke while nurse was wiping instrument with swab.